Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient. It was visualized that a thrombus formed on the braided mesh at the distal end of the sgc. This was resolved. The procedure was discontinued. There were no clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was advanced within the patient. It was visualized that a thrombus formed on the braided mesh at the distal end of the sgc. This was resolved. The procedure was discontinued. There were no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4641.